Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the main board is having issues, the speaker is not responding. There was no allegation of an adverse event or any patient or user harm.